Manufacturer narrative:
This report is being supplemented to provide information based on the legal manufacturer's further investigation results. Further evaluation of the device found foreign material in the auxiliary jet channel. Based on the results of the investigations, the foreign material found within the device was unable to be identified. Although, the root cause of the reported event is unable to be determined. There were no changes with the likely cause of the previous or current reported defects. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material adhering to the device air/water channel and cylinder could not be identified. A definitive root cause of the issue could not be determined, however, due to observed leakage from the up/down angle knob and right/left angle knob, proper reprocessing may not have been possible and the foreign matter may not have been removed. The event may be detected/prevented by following the instructions for use sections below: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide information based on the legal manufacturer's further investigation results. In addition to the confirmation of foreign material adhering to the air/water channel and air/water cylinder, foreign material also adhered to the auxiliary water channel. The specific foreign material that was found in the auxiliary water channel could also not be identified. Regarding the likely cause of the foreign material, there are no changes from the previously reported investigation findings. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was sent to an olympus service center after being returned from the end user with no complaint. Upon inspection and testing of the returned device, it was observed, the air/water tube and cylinder had foreign material. This report is being submitted for the malfunction found during evaluation. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, it was not possible to confirm the possible origin of the foreign material found. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.